Event description:
The patient's reportedly experienced no lock with external equipment and the implanted device. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery will be scheduled.